Event description:
It was reported that a worker from s&n listened on the radio that a person had a knee replaced, and it dislocated twice before it was replaced again. Said he kept the implant after it was removed. It is not known if the devices were from s&n but he mentioned the word "journey". No more information has been provided.

Manufacturer narrative:
It was reported that a smith and nephew employee heard on the radio that a person had a knee replaced, as it dislocated twice. The affected complaint devices, used in treatment, were not returned for evaluation. Therefore a product analysis could not be performed. Smith and nephew has been unable to obtain product information. As device details were not made available, device history record and complaint history review cannot be completed at this time. There is no information provided that would suggest the devices failed to meet specifications. A relationship, if any, between the devices and the reported incident could not be corroborated at this time. It was noted that the reporter was not sure whether it was smith and nephew devices but heard the person mentioned the name ¿journey¿ and said it was a ¿30 year knee¿. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Without the device information and no patient medical records available, our investigation is inconclusive. Probable causes for dislocation could include but not limited to traumatic injury or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, this complaint will be reopened and reevaluated.